Manufacturer narrative:
Corrections: b1 product problem was inadvertently omitted on the initial manufacturer device report. D6b was inadvertently omitted on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report. H6 medical device problem code a01 was inadvertently omitted on the initial manufacturer device report. H11 DHR statement inadvertently omitted on the supplemental manufacturer device report. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility had placed a 5.5 pump for the support of a patient with known cardiac history and elective CABG. The pump was placed but the lv was perforated. The pump had been placed via the direct approach. The perforation was repaired and the pump was instead placed via the axillary.

Manufacturer narrative:
The investigation for the reported cardiac perforation and positioning issue has been completed the root cause of the injury was not determined due to insufficient clinical details. The root cause of the positioning issue was unable to be determined due to insufficient clinical details.